Event description:
The customer reported that 57 minutes into the procedure, the donor complained that she felt pain at the point of venipuncture. A nurse examined the donor and found a hematoma larger than four centimeters on the donor's arm and some blood drops. The customer noted a leak on the sampling bag. The customer stated that the system did not give an alarm. This report is being filed in response to the customer filing an sae report with their local authorities.

Manufacturer narrative:
Method: sterilization process review investigation: the incoming and return pressures were checked on the machines at the customer site and no abnormalities were detected with the machines. The disposable set was returned for investigation. No defects or misassembles were noted upon visual inspection. Dried blood was noted around the injection port at the manifold which appears to be a leak around the seal were the manifold joins to the injection port assembly. Plastic stress marks were also noted at this location but this is likely not related to the complaint and is either solvent or related to the normal molding process with the vendor. No leak was observed around the injection port when tested but this is likely because the blood clotted the leak path. The sample bag with blood in the bag was still also attached to the set. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Root cause: no unusual process variable was identified and the trima accel system operated as intended. The trima accel system displayed a ¿return pressure too high¿ alert because the return pressure reached the configured return pressure high limit. Based on the available information, it cannot be ruled out that the reported donor discomfort and hematoma could be related to possible access issues. The leak around the injection port is also likely a result of the pressure build up in the system from possible access needle issues.

Manufacturer narrative:
Root cause of the leak: the stress marks on the component and the leak observed in the returned part indicate that the root cause for the leak is related to a defective part from the vendor that occurred during assembly. Testing has shown that not all components with stress marks result in a leak. Corrective action for the leak: terumo bct's staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. The vendor was also made aware of this incident and actions are in progress to improve the molding process.